Event description:
It started with pain in my left breast, which continued to get much worse until it became excruciating pain; even norco didn't alleviate the pain. I ended up with all 30 symptoms of breast implant illness from (B)(6) 2018 until (B)(6) 2018. The lymphoma has spread to my right breast, my chest, and my brain. I did not realize exactly what was wrong until (B)(6) 2019. Apparently, there are no tests that can diagnose breast implant illness. So, by the time women start researching it, if they do, it's usually too late to treat. Not all women will find the breast implant illness website. I found it by looking up something else on (B)(6). It got my attention and I read all of the info. That's when I realized what was wrong. Therefore, many more women will die from lymphoma caused by breast implants. The mfrs of breast implants that contain an outer shell of silicone that releases toxins in the body, destroys the immune system, and causes lymphoma need to be shut down. I was never told the risks of breast implants before or even after surgery. If I had been informed, I never would have had breast augmentation surgery. I have mentor breast implants. They are smooth, round, and filled with saline. They told me they could fill them with silicone and I said "no way." I know silicone is bad and can kill people. They were placed under the muscle - 3 layers down. (B)(6), m.d. In (B)(6) was my plastic surgeon. The breast augmentation surgery was performed on (B)(6) 2003, but I've lived in (B)(6) since 2004. I tried obtaining a lawsuit case against mentor but couldn't find a lawyer to take my case, and became too ill to continue trying. I believe my symptoms started much sooner, since I have experienced extreme fatigue since 2008, but drs couldn't find the cause of it. I know now it was my breast implants. You can obtain my symptoms at breastimplantillness.com if you need them and haven't already done so with previous reports. I had a tumor on my left breast or breast implant that has increased in size and began itching. I have had extreme pain in the left breast since (B)(6) 2018. Implants were put in on (B)(6) 2003. No other tests were done. I was planning to have a left breast biopsy and maybe an MRI of the left breast, but it's too late for that now. I have stage 4 non-hodgkins lymphoma from my breast implants. And I'm in my last days of life. I can barely function at this point. I will die with the breast implants still inside me. If you want them for evaluation, you would have to contact the coroner or medical examiner's office, I would imagine, and you would have to request they be removed prior to my cremation. I only have 2-6 weeks left to live, if that.